Event description:
It was reported that during follow-up, the threshold had increased. Impedance and sensing measurements were normal. The lead was not repositioned; however the physician suspected perforation.